Event description:
The manufacturer received information alleging a ventilator service required error code occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at the third-party service center. During the evaluation it was noted that the error code, battery not charging fault (e-059) was observed in device's error log. The third-party service technician determined the system printed circuit assembly (pca) board was causing this to occur on the device. In conclusion, the device's system pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter was replaced for preventative maintenance unrelated to the reportable malfunction/issue. The device passed all final testing.